Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and found the source of the leak was the facility's drain overflowing. The technician replaced the drain line from the unit to the floor drain and ran a test cycle. The drain continued to overflow confirming the issue was with the facility drain and not the sterilizer's drain line. The floor drain appears to be cast iron which is subject to rust constriction. The floor drain has a circumference of 1¾ inches. A minimum circumference of 2 inches is specified in the steris installation instructions for medium sterilizers for facility drains. Therefore any constriction from rust would render the user facility floor drain inadequate for its intended purposes. The technician inquired about cleaning procedures used at the user facility. Once a week, three of the medium sterilizers at the user facility are turned off, a cleaning solution is poured into the sterilizers' chambers, and units are concurrently restarted running warm-up cycles. This practice could explain any intermittent flooding due to the maximum flow rate causing a backup of the user facility's drain. The technician met with the hospital personnel maintenance to recommend drain replacement or repair options. The technician specifically recommended a 10 - 12 inch floor sink with a 3 inch drain outlet and the unit be removed from service until drain issues were rectified.

Event description:
The user facility reported an employee slipped and fell on water located in front of their century sterilizer. No report of procedural delays or cancellations. An employee slipped on water and sustained an arm injury. The employee has been placed on light work duty. The facility did not provide further information regarding any medical treatment sought or administered to the injured employee.